Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patients concern with the product.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Additionally patient reported left side "implant rupture, pain, discomfort, and redness. Device has been explanted.